Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2011; inratio2: 3.0; reference meter: 4.5. A nurse, (B)(6) at (B)(6), called on pt's behalf to report discrepancy. Pt was having issues testing, so he went into the coagulation clinic and the nurse performed a test on his meter and their meter (coaguchek): inratio inr=3.0, coaguchek inr=4.5. She did use the same fingerstick for both tests. The inratio test was done first. Pt's target range is 1.9-3.3.